Event description:
It was reported that during a lap. Cholecystectomy procedure, a 5mm threaded duragold cannula, coe28 cracked and broke. The pt was searched laparoscopically to locate any pieces that might have fallen into the body cavity. One piece was removed and add'l pieces could not be located.